Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss replaced advantech board, instrument manager, ethernet printed circuit board (pcb), ethernet cable and hard drive. Fss carried out the full system checklist, which the unit passed and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the whitestar signature system keeps on giving error 2012 (instrument host timeout error) upon startup, then stabilizes after switching on. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The date of event was provided and is included in the follow up. A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.